Event description:
It was reported that the patient presented to the hospital after hearing an audible alarm. Upon further interrogation, the right ventricular (rv) lead impedance values were noted to be fluctuating with a rise noted. The rv lead impedance was high. The sensing and pacing thresholds, however, were within normal limits. The hospital staff opted to turn the therapies off. The rv lead remained implanted until it was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Concomitant products: product ID: d284drg, implantable cardioverter defibrillator, (B)(6) 2013. (B)(4).